Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. Reportedly, the pump had a battery life issue and the threads on the battery compartment were stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: a review of the pump¿s black box revealed evidence of a replace battery alarm following an unexplained pump reboot. In addition, there was a short battery life with voltage drops resulting in a replace battery alarm. The pump intermittently powered on with the returned battery cap. Unrelated to the original complaint, the battery cap was unable to fully tighten. The battery cap threads were damaged. All testing was performed with a test battery cap. The test battery cap was able to fully tighten. The battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment. The current draws were within specification. A battery life issue was not duplicated during investigation. A leak test showed a battery compartment leak. There was no evidence of moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.